Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report. Section h1 (type of reportable event) was incorrectly submitted in the previous report (emdr-671814). Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. Abbott diabetes care (adc) received a bundesinstitut fur arzneimittel und medizinprodukt (bfarm) user report on 11-dec-2025, which reported the following information: the customer reported that their adc device showed some strange readings and many of which were very low values. It is unknown whether the customer noted a trend arrow on the device. The customer measured their blood sugar several times with a blood glucose meter and test strips that showed 27.5 mmol/l, while the adc device had 3.1 mmol/l. The customer then changed the adc device with a new sensor that measured a high glucose value of around 27.5 mmol/l. There was no report of adverse heath impact and any self or third-party medical treatment. No customer contact was made as the issue has already been resolved. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned. Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK this serves as an/additional information report. The following section(s) were updated: section b1 - adverse event/product problem section b5 - describe event or problem section d4 - expiration date section d9 - device available for evaluation section d9 - date returned to MFR section e1 - first name section e1 - country section h6 - type of investigation section h6 - component code section g2 - report source section g3 - date received by mfg section g6 - type of report section h2 - if follow-up, what type? Section h4 - device MFR date section h4 - device MFR date null section h6 - type of investigation section h11 - additional MFR narrative all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK if product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.